Event description:
(B)(4) complaint handling unit reported an anterior cervical discectomy and fusion case. The surgeon implanted a 5mm convex zero p cage. When attempting to place the first screw in to the patient, the titanium front part of the implant detached from the peel cage. The surgeon had placed the cage and removed the casper pins to hold it in place. He had a little bit of trouble removing the implant holder from the cage but this did not appear to effect the implant. He proceeded to awl the hole through the cage as per surgical technique and as he began to place the first 14mm screw, 04.617.814, the titanium part completely dislodged from the peek part of the cage and spun around the screw. The surgeon decided not to try to remove the cage as it would be very difficult to remove, was well positioned and decided to leave the peek part of the cage filled with dbx in place and close the patient. His normal practice prior to using zero p was to use a cage and no plate, so he was fine with the outcome. He will continue to monitor the patient as normal. This was the first time he was using this set. The surgeon has logged this issue with the hospital.

Manufacturer narrative:
Device was used for treatment. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.